Event description:
It was reported that the patient developed a decrease in therapeutic effect, and a catheter occlusion was discovered. The catheter was replaced. Catheter was discarded, so it could not be returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# b09876091k, implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).